Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to download the carelink software and had a blood glucose of 400 mg/dl. Troubleshooting for the high blood glucose was declined by the customer. Carelink was installed, nothing further reported.